Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. While recurrence and adhesions are known adverse events that are listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Attorney reported: in 2004 - patient had a bard composix kugel hernia patch implanted to repair a hernia defect. In 2005 - patient underwent surgery to repair a recurrent incisional herma. During this procedure, patient's physician noted that "dissection was very tedious to remove the old patch because there was firm adhesions of the vowel to the patch itself, even though she was supposed to have a minimal amount of this, thus this was not the case in this particular circumstance. This took a long time to separate the different loops which included small bowel and cecum and they were firmly adherent to the patch. This was finally removed and the opening then was approached, essentially in the same fashion, but this time we used the larger patch, 16 cm x 31 cm which is the largest one we have in the hospital."